Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition; the glass cap exhibits devitrification of the whole distal end; the fiber within the cap exhibits severe contamination, likely biologic; the fiber cap exhibits moderate char; the heat shrink tube exhibits melting and damage at the open end. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber tip damaged" at 7 minutes and 20 seconds and 35,710 joules of use. The procedure was completed using a second fiber. Patient outcome: "there was no report of patient injury."